Event description:
Procedure: urological. According to the reporter: the patient underwent a urological repair to treat stress urinary incontinence and pelvic organ prolapse. The patient allegedly experienced pain, infection of tissue, and dyspareunia. The patient has undergone multiple surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4)